Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture in the battery compartment and the battery cap was missing the spring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/27/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed a loss of prime warning went unacknowledged for nearly 3 hours due to an empty cartridge. During a visual inspection of the pump, the battery compartment was found to be cracked above and below the bumper pad. There was moisture corrosion found inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was no intermittent condition or moisture found inside the pump. The pumps current draws were found to be within specifications.